Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in the alarm history screen due to corrupted history file. No a17, a21 alarm or a47 alarm noted during our testing. Pump passed a21error test and self test. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the insulin pump frequently alarmed unexpected restart, displayable history check failed on startup, and external ram error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.